Manufacturer narrative:
The device eval has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The nurse stated that blood was dripping from a pinhole in the arterial tubing. The leak was visually observed. Estimated blood loss was 200cc's. Patient had no adverse effects and required no medical intervention. Sample is not available; tubing was discarded.